Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked from the valve set. This issues was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 25, 2020 - march 26, 2020. H10: the device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional system testing was performed, and no leakage was observed. No delivery issues were observed, and accuracy tests were within the acceptable limit. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.